Manufacturer narrative:
We were made aware, that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission on 03/21/2023.

Event description:
In this event, an external force came in contact with the heaing aid and shattered the aid while in the user's ear. Several attempts were made to find out what exactly came in contact with the aid, how it occured and if medical intervention was received. However, there was no confirmation. Investigation results: aid was returned for investigation. Drop test using 5 standard samples used for qualification purpose, was performed to verify the shell strength. Tests passed with no crack found. The drop test concluded the required shell material strength was met per the work instructions using 6 different starting positions. Therefore, the device fell within its specification and no problem was found.